Manufacturer narrative:
The patient remains ongoing on vad support. No product was available for investigation. The no external power alarms were confirmed with the review of the submitted system controller event log file. The system controller log file contained approximately 9 days of data, spanning from (B)(6) 2018 10:24:04 to (B)(6) 2018 07:46:05, per the timestamp. A power cable disconnect/low power hazard was captured on (B)(6) 2018 08:16:21 and 1 second later, the system controller backup battery in use became active. The rsoc levels dropped from the expected 12 volts to 0 volts in approximately 4 seconds, which activated the no external power alarms. Voltage dropped again at 08:16:31 and no external power alarms were active. All alarms cleared on (B)(6) 2018 08:16:38. On (B)(6) 2018 22:29:34, a power cable disconnect/low power hazard was captured and again, 1 second later, the system controller backup battery in use became active. The rsoc levels dropped to 0 volts and no external power alarms were activated. All alarms cleared on (B)(6) 2018 22:29:50. This series of events appeared to be consistent with a loss of ac power while the system controller was connected to a mobile power unit (mpu). The system controller's backup battery powered the pump during the power cable disconnect and no external power events. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. A second system controller event log file was submitted which contained approximately 12 days of data, spanning from (B)(6) 2018 08:14:54 to (B)(6) 2018 07:24:11, per the timestamp. A power cable disconnect/low power hazard was captured on (B)(6) 2018 00:43:37 and 1 second later, the system controller backup battery in use became active. The rsoc levels dropped again from the expected 12 volts to 0 volts in approximately 4 seconds, which activated no external power alarms. All alarms cleared on (B)(6) 2018 00:43:43. The system controller's backup battery powered the pump during the power cable disconnect and no external power events. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. Review of the device history records found that mpu-25579 was manufactured with the v-lock ac connector. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. Device serial number was not provided. Therefore, the unique identifier (UDI), approximate age of device, and device manufacture date. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that multiple external power disconnects were observed during lvad interrogation by the healthcare professional. The patient claimed these were due to power outages while the lvad was on a/c power; however, technical services¿ review of the log files found that the no external power also could have been caused by the mpu power cord coming loose from the mpu. It was recommended that a locking power cord be requested.